Manufacturer narrative:
We have received 30 closed samples. Tightness test on the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.08 kgf in average and 1.37 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Review of batch manufacturing record showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. All medwatch reports associated with this report: 3003639970-2018-00816 (this report) 3003639970-2018-00820; 3003639970-2018-00821; 3003639970-2018-00822.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 date of event: unknown when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "during surgical procedures needles detached from the sutures continuously." Additional information received 21 december 2018 indicates that there were 4 incidents of needle/suture detachment that occurred during two different surgical procedures (2 sutures per procedure). Additional information regarding procedure and patient information was requested, however, is not available. No harm to the patient was reported. All medwatch reports associated with this report include: 3003639970-2018-00820 - procedure 1 / suture 2; 3003639970-2018-00821 - procedure 2 / suture 1; 3003639970-2018-00822 - procedure 2 / suture 2.